Event description:
The surgeon, reported the following adverse device event: "distal locking screw problems, as later was found out because of a wrong bur (3.7 and not 4.2 mm).

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report.